Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate high comparisons performed on his onetouch ultrasmart meter compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately on (B)(6) 2015. He reported that on unspecified dates and times, he obtained alleged inaccurately high blood glucose results of ¿420 and 182 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of medications, including lantus and humalog insulins. He reported that as a result of obtaining the alleged inaccurate high results, he increased his dose of humalog insulin to 20 units. He also reported that 3 hours after testing on (B)(6) 2015, he developed symptoms of ¿shakiness [and] dizziness.¿ he denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.